Manufacturer narrative:
H3: product analysis found that visually, there was a debrider blade stuck in the handpiece, and it was removed from the handpiece. The device was returned in a broken condition. The inner hub was detached/broken off from the rest of the device. There were no traces of biological contamination found on the broken device. However, the irrigation port was damaged and there were traces of indentions/tool marks on the outer tube. There were also traces of grease found at the distal end of the inner hub, and the bushing was worn out. The proximal end (chevrons) of the inner hub was damaged as well as distal end of the inner hub (outside diameter). The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.330 inches in undamaged area and up to 0.355 inches in deformed area which was out of specification. Functional testing could not be performed due to a broken state of the device. Final report will be submitted once received additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the handpiece had debrider blade stuck. There was no patient involvement associated with the event.

Event description:
Additional information recieved after follow up that user did not tried to connect bur to other handpiece as it was deformed while removing from the collet assembly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.